Manufacturer narrative:
A supplemental report is being submitted for device evaluation and investigation completion. Product event summary: the pump (B)(6) and one (1) controller ((B)(6)) were not returned for evaluation. Review of the controller log files revealed seven (7) controller power ups with associated motor start events logged on (B)(6) 2021 at 10:47:00, 11:40:05, 12:36:22, 13:33:32, 14:44:35,15:33:54 and 17:23:55, respectively. No anomalies were observed leading up to the losses of power. The controller was without power for 7, 7, 8, 12, 8, 7 and 6 seconds, respectively. Analysis of the alarm log file revealed nine (9) controller fault alarms logged since (B)(6) 2021 indicating an issue with the internal battery. As a result, the reported events were confirmed. Applicable risk documentation, experience with events of similar circumstances, and the available information were considered; a possible root cause of the reported controller fault alarms may be attributed, but not limited, to a reduced charge capacity of the internal battery and/or a faulty internal battery charger integrated circuit. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on both power sources. Additional products: d4: serial #: (B)(6) h3: yes h6: FDA method code(s): b15, b17 h6: FDA results code(s): c19, c02 h6: FDA conclusion code(s): d15, d1105 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional products: heartware ventricular assist system ¿ controller, model #: 1420 / catalog #: 1420/ expiration date: 30-sep-2018 / serial #: (B)(4) UDI #: asku, available for eval: no, evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: 30-sep-2017, labeled for single use: no (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited multiple unexpected power losses and controller fault alarms due to depletion of the internal battery that resulted in ventricular assist device (vad) stop events. The controller was exchanged and the vad remains in use. No patient complications have been reported as a result of this event.